Manufacturer narrative:
Serial number of the radio frequency controller not provided by the complainant. Device history record (DHR) review was conducted for the identified lot number and serial number for the disposable device. No abnormalities were found related to the reported info. This device passed the final testing prior to release. According to the instructions for use (IFU) precautions: the efficacy of the novasure system has not been fully evaluated in pts with a uterine sound measurement greater than 10 cm. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgement to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).

Event description:
Following a myosure procedure with "successful removal of 2 small polyps" from the uterus, pictures were taken and no perforation was seen. The physician then sounded the uterus at 11 cm and proceeded with a novasure endometrial ablation. However, the physician received 2 unsuccessful cavity integrity assessment (cia) tests and the procedure was aborted. A hysteroscopy was done and a perforation was confirmed. No treatment was needed for the perforation and the pt was discharged home with prophylactic antibiotics. On (B)(6) 2011, it was reported that the pt "is doing very well." A myosure procedure for tissue removal, hysteroscopy, dilatation, and sounding with a metal sound (not hologic devices) were performed prior to the attempts ablation. It is not known when this perforation occurred or what instrument may have been the cause.